Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, during intraocular lens (iol) implant procedure, the plunger pushed a part of the lens and after implanting it as it was, it turned out that the optical part of the lens was scratched. The surgery was completed after replacing the iol with another one. It was touched the iris when taking it out, but it was finished without problems. Additional information was requested, but further no information was available.